Manufacturer narrative:
Alleged failure: summary: suction irrigator was leaking during the surgical case at the distal part of the handle (not where suction is hooked up) but right underneath the buttons. Once fluid was completely used, irrigator was still making sounds that it was still on (when it wasnt in use) and the strong smell of smoke was present. Irrigator was unplugged and batteries taken out. Batteries were very hot. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the suction irrigator was leaking during the surgical case at the distal part of the handle (not where suction is hooked up) but right underneath the buttons. Once fluid was completely used, irrigator was still making sounds that it was still on (when it wasn't in use) and the strong smell of smoke was present. Irrigator was unplugged and batteries taken out. Batteries were very hot. Therefore, there was a thermal event.

Event description:
It was reported that the suction irrigator was leaking during the surgical case at the distal part of the handle (not where suction is hooked up) but right underneath the buttons. Once fluid was completely used, irrigator was still making sounds that it was still on (when it wasn't in use) and the strong smell of smoke was present. Irrigator was unplugged and batteries taken out. Batteries were very hot. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.